Event description:
This lead was implanted on (B)(6)2009. A call to technical services on 8/16/11 states that the entire system was explanted by dr. (B)(6) due to infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).